Event description:
Adverse event(s): "postoperative refraction ucva is 20/150" (vision, impaired). Product problems(s): "over-rotated by 40-50 degrees" (unintended movement [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) rotated one day following implant surgery and uncorrected va (ucva) was 20/150. The iol was repositioned and it rotated again one day after. The surgeon stated that she does not feel this is an issue with the iol, rather due to an anatomical issue with a high myope pt. In a f/u, the surgeon reported that the iol was exchanged for a different model.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/04/2010 and 03/09/2010 by phone, fax, and mail. A completed questionnaire was received on 03/17/2010. (B) (4)